Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), bladder perforation ('perforation (other) bladder'), pelvic pain ('chronic pelvic pain'), device dislocation ('migration of essure device location of device: peritoneum and right ovarian fossal/ an implant that was stuck in the right ovarian fossa') and device breakage ('a grasper was used to yank these out in 2 separate pieces') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Previously administered products included for birth control: nuva ring from 2007 to 2010 and birth controls pills from 2005 to 2007. Concurrent conditions included uterine prolapse, endometriosis, depression, melanoma, migraine, discomfort and female sterilization. Concomitant products included drospirenone + ethinylestradiol (yaz), ibuprofen from 1999 to 2014 and ibuprofen from 1999 to 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 months 11 days after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hystectomy and total hystectomy and salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, bladder perforation, device dislocation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered bladder perforation, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2010 removal detail- there was an implant that was stuck to the back of the bladder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: according tot pfs:fallopian tubes did not occlude. According to mr:left: not occluded, right: near end of the tube. Diagnostic results: on an unknown date she had hysterosalpingogram. Concerning the injuries reported in this case, the following one was/were reported from patient¿s medical record : confirming- pelvic pain,uterine perforation concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : embedded device, device breakage most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received - events- " migration of essure device location of device: peritoneum and right ovarian fossil, expulsion of essure device, perforation (uterus), perforation (other) bladder, chronic pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),an implant that was stuck in the right ovarian fossa, a grasper was used to yank these out in 2 separate pieces", reporters, patient demographics ,product indication, concomitant and historical drugs, lab data ,medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), bladder perforation ('perforation (other) bladder'), pelvic pain ('chronic pelvic pain'), device dislocation ('migration of essure device location of device: peritoneum and right ovarian fossal/ an implant that was stuck in the right ovarian fossa') and device breakage ('a grasper was used to yank these out in 2 separate pieces') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. *on an unknown date she had hysterosalpingogram. Previously administered products included for birth control: nuva ring from 2007 to 2010 and birth controls pills from 2005 to 2007. Concurrent conditions included uterine prolapse, endometriosis, depression, melanoma, migraine, discomfort and female sterilization. Concomitant products included drospirenone + ethinylestradiol (yaz), ibuprofen from 1999 to 2014 and ibuprofen from 1999 to 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 months 11 days after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hystectomy and total hystectomy and salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, bladder perforation, device dislocation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered bladder perforation, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2010. Removal detail- there was an implant that was stuck to the back of the bladder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: according tot pfs:fallopian tubes did not occlude. According to mr:left: not occluded, right: near end of the tube. Concerning the injuries reported in this case, the following one was/were reported from patient¿s medical record : confirming- pelvic pain,uterine perforation concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : embedded device, device breakage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure devices removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: on an unknown date she had hysterosalpingogram. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.